Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. It was found that the device also had a torn downstream occlusion (dso) seal. A review of the event history log found several "high alarm silenced: air in-line detected." Visual and functional tests were performed and the air in line detected problem was not duplicated. The cause of the problem was unknown. The air detector and the dso were replaced as well as preventative maintenance was done to fix the issue.

Event description:
It was reported that the device had an air-in-line alarm. Per reporter, the event occurred during priming of the tubing, before stopping testing. There was no physical damage reported. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.